Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be kinked. The length of soft cannula was measured to be within specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be kinked. The download data does not contain any alarm, timeouts or drive stalls. It could not be conclusively determined when this damage occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone15.4 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose reached 318 mg/dl while wearing the pod longer than 48 hours on the leg. The pod was originally reported for not sure delivering insulin. Inspection of the device found the exposed portion of the soft cannula to be kinked.